Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with minor scratched lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of almost 400 mg/dl. The customer had not reported symptom and treatment. Customer's blood glucose value was 380 mg/dl. Customer stated that having issues with pump, blood glucose level was 252 mg/dl then go higher later in the day, she tries to bolus it down, then in middle of the night it will go really low. Said her blood glucose is almost 400 mg/dl now said usually goes low during activity but went higher yesterday changed set to see if it would help thought cannulas was a little bent but no went low at night again and was high in the morning said she thinks it is maybe not always giving her enough insulin. Troubleshooting was performed for bumped/dropped/cosmetic damage. Customer reports damage to the drive support cap. Customer reports drive support cap was flush. Customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.